Event description:
This rv lead was implanted on (B)(6)2013 and the pace/sense lead was capped on (B)(6)2018 due to high pacing thresholds. The physician was dr. (B)(6) at (B)(6)hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).